Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient has had several hospital visits in the past few weeks. A boston scientific field representative had performed a device check approximately six weeks ago and appropriate shocks were identified due to ventricular events. The patient's heart rate has been varying from 35bpm to 55 bpm. A review of the device data identified noise on the right ventricular (rv) pace/sense and shock channels. A discussion occurred communicating the potential causes of the observed bradycardia and a request was made for further data and testing. The representative subsequently called technical services a second time as it was reported that a recorded telemetry strip from the previous night showed pacing at 35 ppm for about a minute and then went back to an intrinsic rhythm of 34 bpm. Last successful rid template was july 14th. Lots of noise on the shock channel too. The patient was asymptomatic and nothing was reproducible. Normal device sensing was confirmed and the patient will continue to be monitored for future episodes. No adverse patient effects were reported.